Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block. The implantable pulse generator (ipg) device exhibited a pacing problem. Measured threshold from capture management were reported at half of the actual threshold measured manually. The right ventricular (rv) lead exhibited intermittent loss of capture and high thresholds. Reprogramming was performed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.